Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced pericardial effusion that required pericardiocentesis. At the end of the procedure, when removing catheters, they observed a pericardial effusion with the soundstar catheter. A pericardiocentesis was performed, and 215cc were removed from the pericardial space. The patient was stable throughout and was transferred to the critical care unit (ccu) for observation overnight. The patient was admitted to the progressive care unit (pcu) and therefore, required extended hospitalization. The physician's opinion on the cause of the adverse event is the number of ablations. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced pericardial effusion that required pericardiocentesis. At the end of the procedure, when removing catheters, they observed a pericardial effusion with the soundstar catheter. A pericardiocentesis was performed, and 215cc were removed from the pericardial space. The patient was stable throughout and was transferred to the critical care unit (ccu) for observation overnight. The patient was admitted to the progressive care unit (pcu) and therefore, required extended hospitalization. The physician's opinion on the cause of the adverse event is the number of ablations. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31460160l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).